Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. A 5.0 x 40 mm armada 35 was used for post-dilatation, inflated 2 times at 8 atmospheres; however, the balloon would not deflate. Numerous attempts were made to deflate the balloon but it could not be deflated. A needle from a micro culture kit was advanced through the introducer sheath to puncture the balloon; however, during the advancement the sheath pulled back from the balloon some and the balloon deflated. The balloon deflated on its own; but the artery wall was punctured (perforation). A balloon catheter was inflated for several minutes to seal the puncture. There was no clinically significant delay in the procedure. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.